Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in-clinic with symptoms of bradycardia and fatigue. Upon interrogation, the pacemaker was observed to have no capture in the ventricles. Programming changes were made and the patient was in stable condition before, during, and after the event.